Event description:
Caller reported an occlusion alarm, which was a recurring issue. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the occlusion by changing the infusion set and cartridge and resumed insulin; technical support was involved for additional assistance.